Manufacturer narrative:
Concomitant medical product: icf09b45 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable and high thresholds and low impedance resulting in a polarity switch. The lead was capped and replaced. No patient complications have been reported as a result of this event.